Event description:
A complaint was received that indicated an unconscious pt was admitted to an emergency room. A friend of the pt reported to the emergency room staff that the friend felt that the pt had ingested isopropyl alcohol. A serum acetone test was run and the results were negative. However, a quest diagnostic gc gave a result of 842 mg/dl of acetone. The pt became unstable and was transferred to another hosp where pt expired. The pt was a known drug abuser and the cause of death was a "toxic substance".